Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump was alarming cassette off. The pump does not function. Cassette weight with chemotherapy was 175.1 the pump was programmed to infuse 2.1 milliliters per hour with an estimated administration of: 98 milliliters which was administered at the end: the alarm reported by the pump cassette off pump does not function. The error was reported by the user. The patient was admitted at 10.30 am due to pump alarming malfunctioning alarm cassette disconnected pump does not run. Remaining 10.6 milliliters of chemotherapy so it was reinstalled and continued working without problems. Patient stayed in the unit to pick up the infuser. Treatment ended at 4:30 pm. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.